Event description:
A customer contacted baxter's technical service center to report having a check patient line alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) advised the home patient (hp) to check the line for kinks, occlusions and air bubbles. The hp stated there were air bubbles in the patient line. The tsr assisted to end therapy and advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis nurse regarding the reported event. The nurse stated the cause of the alarm was that the hp disconnected from the patient line without clamping off the line and then reconnected. Per the nurse, this was a onetime event. The nurse explained that there was no patient injury or medical intervention reported and stated the hp was doing well on therapy.

Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed because if the patient line became disconnected without clamping, a different alarm would be expected. The root cause was undetermined because the use error would cause air to enter the patient line; however, air is not known to cause a check patient line alarm. The nurse stated that the patient disconnected without first closing the clamp on the patient line and then reconnected during initial drain. A batch review was not confirmed because no lot number was available. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.